Manufacturer narrative:
It was noted during analysis that the contact pins are corroded.

Event description:
The core impaction drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.